Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports a difference of more than 20 points between his sensor glucose and blood glucose. Customer's most recent blood glucose was 115 mg/dl. No further information was provided.